Manufacturer narrative:
E1. Phone number continued: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, hard, deformed, silicone perspiration, change of device's color, effusion/lymphorrhea, inflammation, necrosis.

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii: breast is hard and deformed but without pain), silicone perspiration, change of device¿s color (discovered during surgery), effusion/lymphorrhea, inflammation, and necrosis. Device has been explanted.